Event description:
Description of event according to initial reporter: patient anatomy before surgery and at the time of incident: calcification was observed in the access and aortic arch, and the impending rupture of the saccular aneurysm occurred on the lesser curvature side of the aortic arch. On (B)(6) 2023, urgent tevar (thoracic endo vascular aortic repair) for the the impending rupture of the saccular aneurysm occurred on the lesser curvature side of the aortic arch was conducted. Zta-p-36-161-w1 was deployed in zone 3. Since slight endoleak was noticed, zta-de-38-91-w1 was deployed in the same position with zta-p-36-161-w1. After confirming that no influx of contrast medium into the aneurysm was observed, the procedure was finished (B)(4). On (B)(6) 2023, the impending rupture of the saccular aneurysm recurred and zta-p-40-167-w1 was added in zone 2. No endoleak was observed and the procedure was finished (B)(4). Patient outcome: the outcome is still unknown, but it was successful in saving the patients life, and the symptoms have calmed down.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4) summary of investigational findings: on (B)(6) 2023 an 87-year-old male patient underwent an urgent tevar for the impending rupture of the saccular aneurysm on the lesser curvature side of the aortic arch. Calcification was observed in the access and aortic arch area. A zta-p-36-161-w1 (complaint device) was deployed in zone 3. An endoleak was noticed and zta-de-38-91-w1 was deployed in the same position with zta-p-36-161-w1 (complaint device). On contrast findings, it was difficult to determine the endoleak type. However, a type 1a endoleak was suspected. After confirming that no influx of contrast medium into the aneurysm was observed, the procedure was finished. On (B)(6) 2023, the impending rupture of the saccular aneurysm recurred (pr395308, FDA ref# (B)(4)). The physician suspects that the cause of the recurrence of impending rupture might be an endoleak, which might have been left on (B)(6) 2023. It was suspected that the endoleak may have remained, along with graft lifting and graft wrinkling due to calcification. It was reported that significant calcification was present in the area where the graft material was located. Zta-p-40-167-w1 was added in zone 2. No endoleak was observed and the procedure was finished. As of 25apr2023, the outcome is unknown, but it was reported that the patients symptoms have calmed down. The patient did not experience any adverse event due to this occurrence. Review of the device history record gave no indication of the device being produced out of specification. There are adequate controls in place to ensure the device was manufactured to specifications. No device was returned (implanted) and imaging were not provided. Per the instruction for use endoleak is a known potential adverse event. From the provided information it was not possible to conclude the endoleak type but the physician suspects that it is most likely a type 1a (proximal). It was reported that the diameter of the proximal seal zone was 32 mm with a seal zone length of 25 mm. The complaint device has a diameter of 36 mm. The sizing is inside IFU. Based on the provided information it has not been possible to establish a cause for the endoleak. The physician suspects a likely cause to be the occurrence of graft lifting and graft wrinkling due to significant calcification in the implantation location of the patients anatomy. Furthermore, it is noted in the IFU that the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patients having leaking, pending rupture or ruptured aneurysm. It cannot be excluded that use of the zta device in a patient with an impending rupture aneurysm and the reported significant calcification in the implantation location of the patients anatomy could have contributed to the reported event. Cook will reopen the investigation if further information or images are received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.